Event description:
Abbott diabetes care received a medwatch user declaration in which a customer reported a readings issue with the adc device. The report contained the following information: a wife reported that her husband obtained unspecified high readings from the adc device and self-treated with fast-acting insulin. A scan of hi (readings greater than 500 mg/dl) was reported compared to a reading of 93 mg/dl obtained via an unspecified meter, however, no additional details were provided. There was no report of adverse event or third-party intervention due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.